Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: visited and found that unit was not getting on. We found that power supply was defective. No patient involvement.